Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through further follow-up communication, it was stated that no further information will be released from the facility. Therefore no further investigation is possible. Livanova (B)(4) has initiated a CAPA ((B)(4)) for this type of issue. Device remains at customer site.

Manufacturer narrative:
H11: through follow-up communication, livanova learned the following additional information: name of the plaintiff (e.v.). Surgery date is on (B)(6) 2015. Surgery and clinical course details: alleged infection: disseminated mycobacterium chimaera infection. The surgery was a coronary artery bypass graft surgery (CABG) and an aortic valve replacement. Patient developed symptoms, including recurrent fevers in (B)(6) 2020. Explant and revision of valve occurred on (B)(6) 2021. Now the patient in an on-going antibiotic therapy. Present complaint is a lawsuit case. The device possibly involved and in use at the hospital at the time of surgery (B)(6) 2015) was not equipped with vacuum and sealing kit since upgrade activity visit at customer's facility was performed in 2020, but at that time the involved device had already been removed from service permanently. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Event description:
See initial report.

Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the involved heater-cooler has been sequesetered. However, the device is still available for use in emergency cases. The customer stated that the cleaning protocols have been followed and the unit was used within the or during procedures. The contact stated that the unit has not and will not be tested for contamination. The customer reported that the patient is currently undergoing care for the infection, which the facility anticipates will need to be continued for approximately 1 year. On december 29, 2016, sorin group (B)(4) received a loaner request from the facility for the involved device, stating that the unit has been sequestered in compliance with governing entities due to non-tuberculous mycabacteria (ntm) contamination. During follow-up communication with the submitter of the loaner request, it was stated that the unit has been tested. However, additional follow-up communication with the customer confirmed that the device has not been tested for contamination. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that cultures from a patient who underwent a surgery in 2015 tested positive for mycobacterium chimaera. The surgery involved the use of a sorin heater-cooler system 3t. The report stated that the device has not been cultured. On december 29, 2016, sorin group (B)(4) received a user medwatch report (mw5066656) related to this patient. The report stated that the patient had a 92-minute-long open heart surgery in 2015 and developed a mediastinal abscess in 2016. The patient was brought in for surgery to remove the wires and the abscess. Bacterial cultures identified mycobacterium chimaera in the chest wound.